Event description:
Report states left total hip arthroplasty performed in 1996. Pt experienced pain and clicking in hip with radiographs indicating eccentric positioning of femoral head component. Revision performed in 2002, encountered wear on acetabular components with disengagement of acetabular liner.